Event description:
It was reported that the patient underwent a transforaminal interbody arthrodesis at l3-l4/l4-l5, posterior segmental instrumentation at l3-l4/l4-l5, posterior arthrodesis at l3-l4/l4-l5, peek spacer placement at l3-l4/l4-l5 with rhbmp-2/acs. Post op the patient sustained unspecified injuries.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on: (B)(6) 2007, the patient presented for l3-4, l4-5 disk disease, post traumatic and underwent l3-4 to l4-5 posterior segmental instrumentation, l3-4, l4-5 transforaminal interbody arthrodesis l3-4, l4-5 posterior arthrodesis , l3-4, l4-5 peek implant placement. Per op notes, "13 mm sizer appeared to fit well with fluoroscopy lateral and was the appropriate size. The implant was filled with half piece of rhbmp-2/acs and then secured into position... The rod was replaced with a 65 mm. The 75 rod was cut into 65 and placed in the left slide. A slight amount of compression was applied across each space. The facets on the right side were extirpated with a drill, and this region was packed with rhbmp-2/acs and the facet bone that had been morselized with the bone mill. All the locking caps were torqued to appropriate tightness."